Event description:
It was reported that a device displayed a "system error 105" message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported "system error 105," caused by a failed motor (flex). The motor assembly was replaced.